Manufacturer narrative:
The report of invalid impedance was confirmed. Analysis of the returned extension found that all internal wires were broken. These fractures are consistent with being damaged during or prior to explant. Exact time and cause of damage could not be ascertained. There was also damage observed on the terminal end of the extension to contact 5 that is consistent with having happened during the explant procedure. The contact was pulled off its original position. Based on available information, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15277. Related manufacturer reference number: 1627487-2021-15279. It was reported the patient was not receiving effective stimulation due to impedance issue. Diagnostic testing revealed high impedance on right extension and low impedance on left extension. In turn, surgical intervention was undertaken wherein both extensions were explanted and replaced. This addressed the issue. It is unknown which extension out of two was implanted on right side therefore both are being reported.